Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years. Through follow-up with the health-care provider, it was learned that the explant was due to severe aortic stenosis and insufficiency. He was also noted to have symptoms of congestive heart failure and shortness of breath. Operative findings showed that the aortic valve was very highly stenotic with two of the cusps basically fixed and immobile. Only one of the cusps could really move. Left ventricular function was poor with an ejection fraction of 30%. The device was removed and replaced with another edwards bioprosthetic valve. The surgeon also indicated that this event was not related to malfunction of the subject device.

Manufacturer narrative:
Device not returned. Additional manufacturers narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.